Event description:
Codes.

Manufacturer narrative:
No photo or sample was received for the customer's complaint of safety mechanism issues. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. A device history record review could not be performed because a lot number was not provided by the customer.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe alrg sftygld 1ml w/ndl 27x1/2 rb safety mechanism was difficult to activate. The following information was provided by the initial reporter: material # 305950 lot # unknown. Is the manager for 19 locations. They have recently been having an increase in nsi -needlestick injuries, many due to the safety of the needle not sliding/gliding correctly. We are going to establish a way to document how many are affected moving forward - faa hr could be used to document prevalence of nsi from past months.